Manufacturer narrative:
This report is submitted on may 17, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021, due to the patient requiring a device that is MRI compatible. The patient was reimplanted with a new device on the same date.